Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery (rca). A 3.50 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, resistance was encountered and the stent struts flared. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on the distal and proximal ends of the stent were damaged with stent struts lifted from their crimp positions. The undamaged mid-section of the crimped stent od(outer diameter) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and slight damage was noted on the distal edges of the tip. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the hypotube was broken at approximately 20mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The proximal end of the device containing the manifold was returned but the other piece of the hypotube shaft was not returned for analysis. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found that the shaft polymer extrusion was broken at approximately 22mm proximal to the proximal end of the proximal markerband. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery (rca). A 3.50 x 12 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, resistance was encountered and the stent struts flared. The procedure was completed with a different device. No patient complications were reported.